Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display at the time of call. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the display did not return after inserting a new battery. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
After battery installation the insulin pump powered up and the display froze flashing at the medtronic logo; the problem was isolated to printed circuit board. However, no blank display anomaly noted. The insulin pump was received with minor scratched lcd window and case.